Manufacturer narrative:
Exemption number e2017017. Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zeego system. During an interventional procedure, water was leaking from a medium sized cabinet in the equipment room. The patient was safely removed from the system and transferred to an alternative system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The investigation showed that a hose clamp of the cooling circuit was not tightened correctly. In case of a malfunction of the x-ray tube cooling unit, a multi-stage detection and warning mechanism is activated so that the system displays the message "tube hot, have a break" for the user. If, despite the messages, the user continues x-ray imaging, a hw switch is activated and disables x-ray imaging. The system displays the message "no xray, tube too hot". This error has been corrected on site during service and no further actions are planned.